Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional carotid stenting procedure with a 6f sheath. Reportedly, the distal end of the guide broke. The patient was rushed into surgery. Surgery was performed to remove the separated segment, without incurring any vessel damage. No resistance was noted during removal of the device. Hemostasis was achieved via manual suturing. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported guide separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to a guide break include, but are not limited to, challenging anatomy, high angle of insertion, excessive downward force, or aggressive downward or torsional pressure by user. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: b1 - adverse event/product problem: updated from adverse event to adverse event, product problem. B2 - outcomes attributed to ae: updated from na to required intervention.